Event description:
A customer had sent in their device for service. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product assessment center evaluated the customer's device and verified the reported issue. The cause of the device not powering on is due to a depleted hybrid layer capacitor (hlc). The device was archived by stryker maastricht.

Event description:
A customer had sent in their device for service. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.